Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak was identified in the mid-body of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula in the arm. An 8.0x80, 75cm charger¿ balloon catheter was advanced for dilation. The balloon was inflated, however on the third inflation between 10 and 12 atmospheres, the balloon ruptured. No segment of the balloon was left inside the patient after it ruptured and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula in the arm. An 8.0x80, 75cm charger balloon catheter was advanced for dilation. The balloon was inflated, however on the third inflation between 10 and 12 atmospheres, the balloon ruptured. No segment of the balloon was left inside the patient after it ruptured and the procedure was completed. No patient complications were reported and the patient's status was fine.